Event description:
The device delivered a partial staple line and a partial cut line, same happened on three firings, almost same length.

Event description:
It was reported that during a gastric bypass procedure the surgeon changed for a new echelon, then to another new echelon, until there was a completed staple line. He was doing the fire slowly and taking care of the problem. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received what firing did the first device not produce a complete staple line? First firing (gold reload). Was the cut line complete on that firing? No. Was color cartridge were they using on that firing? Gold. What type of tissue were they firing the device? Stomach. Was buttressing material used on that firing? No. Were there any unusual noises heard? No. What firing did the second device not produce a complete staple line? First firing, gold reload. Was the cut line complete on that firing? No. Was color cartridge were they using on that firing? Gold. Was buttressing material used on that firing? No. Were there any unusual noises heard? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Proper care is needed when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What firing did the first device not produce a complete staple line? Was the cut line complete on that firing? Was color cartridge were they using on that firing? What type of tissue were they firing the device? Was buttressing material used on that firing? Were there any unusual noises heard? What firing did the second device not produce a complete staple line? Was the cut line complete on that firing? Was color cartridge were they using on that firing? Was buttressing material used on that firing? Were there any unusual noises heard? How many devices were pulled?